Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-19054. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-mar-2026 against "lot number 6014276 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal - blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6014276 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-mar-2026 against "lot number" criteria equal 6014276 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6014276 was manufactured according to the work instruction (wi) version 125 and manufactured in the inset li50 on 06/jul/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). CAPA determination results: this complaint falls under the scope of the CAPA: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non conformance (nc). 1. Include the defect in document (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)/sep/2025)." Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014276 and related malfunction codes for soft cannula bent/kinked/crimped after removal - blockage. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannulas bent event twice on (B)(6) 2025. The insertion site was abdomen. The blood glucose level was 280 mgdl and the patient was treated with correction bolus. The patient replaced infusion sets and resumed insulin successfully. No further information available. '